Manufacturer narrative:
D3 - mfg establishment name- corrected. D9: 5/28/2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette not attached properly alarm. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor, bezel, and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Manufacturer narrative:
B3: april is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor failed. There was no patient involvement.